Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that by connecting the adapter in the implantable neurostimulator (ins), the in-line connector on the proximal end got a kink. The adapter was not implanted and the issue resolved. At the time of the report the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis of the adapter found ¿the adapter was able to be inserted into an ins without difficulty.¿ it was noted ¿the conductors were intact but were kinked 3.4 cm from the proximal end.¿